Event description:
The patient slid out through the side of the bed while the nurse was out of the room, due to the large gap between the bed and the rails. The right head rail was partially down, the nurse call cable was unplugged, and the bed alarm--though reportedly on--did not sound until the patient was placed back in bed. A CT scan showed a brain bleed, but the patient remained stable and did not require higher level of care. After talking to the manufacturer, they have informed us there have been design updates that haven't been completed with the side rails and told staff to use seizure pads in the gaps as a fail safe.